Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. The root cause cannot be identified at this time. There were no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A physician reported that a patient experienced a posterior capsule rupture during an intraocular lens (iol) implant procedure. When the surgeon tried placing the iol in the bag, the posterior capsule rupture increased. The iol was removed during the initial procedure and another iol model was implanted in the sulcus. The physician reported the patient is doing alright with the iol. Additional information has been requested.